Event description:
It was reported to philips that error code consistent with over pressure condition occurred in the device. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Based on new information received, engineers contacted the customer to understand the problem, and assisted in resolving the problem of the machine. Tests were performed after repair and full functionality of the device was confirmed. The unit has been returned to service. Further information regarding repair actions taken was requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
It has been identified that MFR report#: 2031642-2022- 00712 is the correct report and is the primary complaint. MFR report#: 2031642-2022-00837 has been identified to be a duplicate and should be nulled.